Event description:
A small area of dissection was noted post usage of angiosculpt device and treated with two (2) cook medical zilver ptx stents.

Manufacturer narrative:
A dissection occurred during use of the angiosculpt device. Two (2) stents were placed to treat the lesion, resulting in additional intervention performed by the physician. The angiosculpt device was disposed by the hospital, thus no evaluation performed. Per the IFU for the angiosculpt device, arterial dissection is listed as a possible adverse effect of the procedure.